Manufacturer narrative:
Corrected retain lot number in section a5. Original submission indicated retains reviewed for lot 315515, and it should have been lot 314412.

Event description:
The thermacor 1200 infusion system was used at (B)(6) in (B)(6) on (B)(6) 2020. During surgery, the hospital reported the cassette patient line connector detached from the cassette patient line tubing and blood spilled from the line. The cassette and patient line were replaced, and the surgery was completed. No patient injury or extended time to surgery was noted due to the changing of the cassette and patient line. The cassette and patient line were returned to medical solutions, inc (smisson-cartledge biomedical distributor). The complaint was confirmed. Retains from lot 314412* were also reviewed; no issue was noted with the retains (cassette and patient line). Pictures of the defective cassette and patient line were forwarded to the manufacturer, (B)(6). (B)(6) investigated the complaint. (B)(6) reviewed the DHR file for this lot; no issue was noted. (B)(6) performed pull tests on the pvc tubing with and without solvent applied to the bond. No difference was noted between the two test samples. According to (B)(6), the tensile test performed show that it would take a significant amount of force to separate the components with or without solvent applied, and the pvc tube would delaminate/tear prior to the two components separating. Results were inconclusive as to how this happened. No other issues have been noted from the field for this type of complaint on this lot or any other lot. Thermacor 1200 infusion pump, 1849-00070, was also returned for testing. The unit performed as intended. No issue was noted with the unit; the unit was returned to the hospital. *retain lot number was corrected to lot 314412

Event description:
The thermacor 1200 infusion system was used at (B)(6) on (B)(6) 2020. During surgery, the hospital reported the cassette patient line connector detached from the cassette patient line tubing and blood spilled from the line. The cassette and patient line were replaced, and the surgery was completed. No patient injury or extended time to surgery was noted due to the changing of the cassette and patient line. The cassette and patient line were returned to (B)(4) (distributor). The complaint was confirmed. Retains from lot 315515 were also reviewed; no issue was noted with the retains (cassette and patient line). Pictures of the defective cassette and patient line were forwarded to the manufacturer, ethox medical. Ethox medical investigated the complaint. Ethox medical reviewed the DHR file for this lot; no issue was noted. Ethox performed pull tests on the pvc tubing with and without solvent applied to the bond. No difference was noted between the two test samples. According to ethox, the tensile test performed show that it would take a significant amount of force to separate the components with or without solvent applied, and the pvc tube would delaminate/tear prior to the two components separating. Results were inconclusive as to how this happened. No other issues have been noted from the field for this type of complaint on this lot or any other lot. Thermacor 1200 infusion pump, (B)(4) , was also returned for testing. The unit performed as intended. No issue was noted with the unit; the unit was returned to the hospital.